Manufacturer narrative:
Date of initial report : (B)(6) 2017, date of follow-up report 1: (B)(6) 2017 date of follow-up report 2: (B)(6) 2017 one lf4318 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the knife trapped and protruding from the jaws. The customer reported that the knife did not return and it broke. The reported condition was confirmed. The knife was trapped and protruding from the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The investigation identified the root cause of the reported event to be user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding feature, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the jaws to the hand piece wouldn't open after use. Another device was used to complete the procedure. There was no patient injury. No additional information is available. Examination of the received device on (B)(6) 2017 found the knife is protruding from the jaws of the device.

Manufacturer narrative:
Date of initial report: 2017-02-15. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the jaws of the device would not open after use. Another device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: 2017-03-14. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the jaws of the device would not open after use. Another device was used to complete the procedure and there was no patient injury. Examination of the received device also found the knife was exposed outside the perimeter of the broken jaws.